Manufacturer narrative:
The unit had no button response due to a corroded keypad. There was no button error alarm. The unit was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 229 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.